Event description:
This unsolicited device case was rec'd from (B)(6) on (B)(6) 2013 from a general surgeon. This case concerns a (B)(6) female patient who experienced "massive amount of fluid in abdomen/ serous ascetic fluid in abdomen/ ascites" after placement of seprafilm. Medical history included endometriosis and adenomyosis. No relevant past drugs, other concomitant medications or concurrent conditions were reported. On (B)(6) 2013, the patient underwent surgical procedure for endometriosis and adenomyosis with placement of 01 sheet of seprafilm, intra-abdominally (batch/lot number and expiration date: not provided) for post-operative adhesions. On (B)(6) 2013 (1 day after seprafilm placement), the patient experienced life-threatening event of ascites. It was reported that appendicectomy was done. On day 03 post operatively, there was gross abdominal distension however the patient was able to pass flatus. On day 04 post operatively, bowel was opened. On an unknown date, computed tomographic scan of abdomen was performed due to gross abdominal distension which revealed no perforation but massive amount of free fluid with some air. Intravenous urogram and computed tomographic scan of urinary tract showed no urinary tract, with bowel injury. On an unspecified date, the patient had abdominal pain. On (B)(6) 2013, the patient went in for laparotomy evacuation of fluid and release of flimsy adhesions and showed that bowels were plastered together but viable and could be separated and serous ascetic fluids. The patient was admitted to intensive care (ICU) and was currently on partial parenteral nutrition. Corrective treatment: laparotomy evacuation of fluid, release of flimsy adhesions. Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated with global ptc number 29680 and conclusion was pending for the same. Seriousness criteria: inpatient/ prolonged hospitalization, intervention required and life-threatening. Add'l info was rec'd on (B)(6) 2013 from a surgeon: patient details (initials, age and date of birth), suspect medication (route of administration) and lab data were updated. Event info (onset date, seriousness criteria, corrective treatment and outcome) was updated.

Manufacturer narrative:
Pharmacovigilance comment: sanofi f/u comment dated (B)(4) 2013: the add'l info rec'd does not change the previous case assessment. Sanofi company comment dated (B)(4) 2013: in this case the role of seprafilm can not be excluded for the occurrence of massive amount of fluid/ serous ascitic fluid in abdomen/ ascetic, and the symptoms of gross abdominal distension and bowel plastered together/ adhesions barrier, however the lack of info regarding the previous medical history and the concomitant medications used by the patient precludes the complete case assessment.